Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were broken/removed and the downstream occlusion sensor was lifted. Functional testing duplicated the reported issue. The pump alarmed "cassette not attached properly" when latching the cassette. The investigation determined that a defective downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable couldn't attached to the device properly, alarms. No adverse patient effects were reported by the customer.